Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low amplitudes resulting in t-wave and myopotential oversensing with multiple episodes with an inappropriate shock. Device data was sent to rhythmcare for review. Data review determined the smartpass feature in this s-ICD was also deactivated due to the observed low amplitudes. Rhythmcare provided further troubleshooting steps to be considered at the next follow appointment. This device remains in service. No additional adverse patient effects were reported.